Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device cooled the patient, but it did not warm up early enough so that the patient overshoot control strategy 3 was used, and the device reacted too late. As per follow up information received via email on 25mar2022, it was reported that the patient was below target and 90 minutes later the device reacted and warmed the patient. The target temperature was 37°c, patient temperature was 36.3°c and had changed to 36.5°c. The therapy has been completed but the issue could not be resolved. The customer expected precision because overshoot could be dangerous.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device cooled the patient, but it did not warm up early enough so that the patient overshoot control strategy 3 was used, and the device reacted too late. As per follow up information received via email on (B)(6)2022, it was reported that the patient was below target and 90 minutes later the device reacted and warmed the patient. The target temperature was 37°c, patient temperature was 36.3°c and had changed to 36.5°c. The therapy has been completed but the issue could not be resolved. The customer expected precision because overshoot could be dangerous.